Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell onto the pump and the touchscreen is now cracked and no longer responsive. Reportedly, the pump no longer illuminates. Customer's blood glucose level was not impacted. It was indicated that the customer has back up insulin injections for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.